Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inability to charge the implantable pulse generator (ipg) and was experiencing inadequate pain relief, pain and discomfort. No further information has been obtained.